Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a zapping sensation at the implantable pulse generator site (ipg) only when the stimulation was on. The patient stated that he was feeling very little relief from the ipg. The patient's device was reprogrammed and the patient was able to gain full coverage of the correct leg. About a month later, the patient experienced a full body jolt midway through using crutches, felt his legs giving way, and fell forward. The patient went to the emergency room (ER), where tests revealed that the patient had soft tissue damage to his knees, whiplash in his neck, and soreness. The patient was not admitted to the hospital but spent the night in the ER. A database analysis was performed and the root cause of the reported event of the patient experiencing shocking at the ipg site could not be confirmed with the provided database log.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a zapping sensation at the implantable pulse generator site (ipg) only when the stimulation was on. The patient stated that he was feeling very little relief from the ipg. The patient's device was reprogrammed and the patient was able to gain full coverage of the correct leg. About a month later, the patient experienced a full body jolt midway through using crutches, felt his legs giving way, and fell forward. The patient went to the emergency room (ER), where tests revealed that the patient had soft tissue damage to his knees, whiplash in his neck, and soreness. The patient was not admitted to the hospital but spent the night in the ER. Additional information was received that the patient had a CT (computed tomography) scan and x-rays performed. The patient also experienced jolting sensations at the ipg site when the ipg is off. The patient had this experience while sitting during a programming session.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a zapping sensation at the implantable pulse generator site (ipg) only when the stimulation was on. The patient stated that he was feeling very little relief from the ipg. The patient's device was reprogrammed and the patient was able to gain full coverage of the correct leg. About a month later, the patient experienced a full body jolt midway through using crutches, felt his legs giving way, and fell forward. The patient went to the emergency room (ER), where tests revealed that the patient had soft tissue damage to his knees, whiplash in his neck, and soreness. The patient was not admitted to the hospital but spent the night in the ER.